Manufacturer narrative:
(B)(4). Device passed displacement test, self test and active current measurement. However, unit received with failed sleep current measurement and power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received an replace battery now alarm. The customer did receive a low battery alert prior to the replace battery now alarm. It was reported that this was the second occurrence of replace battery alert or replace battery now alarm in less than 8 hours after a low battery warning. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.